Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Family member did not want to go over info. The md took the pump and thought it was a different manufacturer's pump and he asked family member to call co to make sure settings were ok.